Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported iipv was not confirmed. The external inspection of the returned cycler showed that the heater tray was bent in the front left corner (display side) and the tray was damaged at the rear, right corner (pump side). The heater was bottoming out in the front left corner of the tray, making contact with the top cover cabinet. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The go/ no go gauge check failed on the left side (display side) of the heater tray and failed on the rear edge of the tray at the right corner (pump side). A simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed system air leak and valve actuation testing. The load cell verification testing failed. The scale check failed at the 2000 gram and 4000 gram weight check tests. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested negative for glucose. A review of the device manufacturing records revealed that there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having supply bag lines are blocked, please check supply lines alarm during dwell 3 of 4. The patient discontinued treatment due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4532 ml during drain 2 of the treatment. This drain volume is 197% of the patient's maximum fill volume of 2295 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information has been requested but has not been received.